Manufacturer narrative:
On 7/5/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the device was received with no fluid. White material was observed within the device and on the shell surface. A rent measuring approximately 0.1 cm was observed within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 325cc saline, catalog #3542650, lot #2116685 sn #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent primary breast augmentation with (right) mentor siltex round moderate profile 325cc and (left) mentor siltex round moderate profile 300cc saline breast prostheses. Capsular contracture on the right breast and left breast prosthesis deflation were determined. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 400cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.